Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 57mg/dl. Low bg was treated by eating a peanut butter sandwich and a glass of milk, and the issue resolved.